Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, audio anomaly and blank display. The customer¿s blood glucose level was 210 mg/dl. The customer reported that the insulin pump shuts off randomly and it won't give vibrate mode option, changing batteries biweekly. It was reported that the insulin pump had rejected new battery, down button had to be pressed harder to work. The insulin pump will not be returned for analysis.